Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the cfg,upd-12,p9d minimum. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had non-recoverable error and they power cycled the system which resulted again in same error. Site moved patient side cart (psc) in manual mode due to repeated non-recoverable error. Technical support engineer (tse) confirmed non-recoverable error pointing to universal power distribution (upd). Tse guided through a hard power cycle on psc including emergency power off (epo) on (psc) which did not solve the problem. Arms were exercised and process was repeated a few times but issue persisted. The procedure was aborted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal power distribution (upd) was received for failure analysis and the reported failure was confirmed but not replicated. Visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. When reviewing the log, there were errors on the upd pointing to the hardware highside switch fault field programmable gate array (fpga) logic which had detected a loss of power, confirming the fault occurred in the field. The upd was installed and tested onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, with good image. The audio was loud and clear. Emergency power off (epo) functionality test, passed. All the gantry motors were moved the full range of motion, test deploy for draping function without any issue. Voltage and current monitoring were within range. The system ran 20 power cycles with this board, all passed. The upd remained on the test system for hours in normal operation with no issue.